Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 2.25 x 38mm stent delivery system (sds) as returned for analysis. The stent was deployed during procedure and therefore not returned for analysis with the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon folds were relaxed and open and were subjected to positive pressure, however the distal balloon folds appeared to be more defined than the rest of the balloon. The crimp markings were evident on the entire balloon wall indicating overall crimp contact between the coated stent and balloon. The balloon was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber; however two pinholes were identified; one within 0.5mm and the second within 3mm of the proximal edge of the distal markerband at the distal end of the balloon. There were 6/7 markings evident on the distal cone of the balloon close to the balloon pinhole nearest the distal markerband. A visual and tactile examination found several hypotube kinks along the length of the catheter of the hypotube profile. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and stent inadequate apposition occurred. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified left anterior descending (lad) artery. A 2.5x18mm non-bsc stent was implanted. Following procedure, the patient was transferred to his room and it was noted that the patient complained of chest pain. The patient was brought back to the cath lab. A blood tumor was confirmed distal of the non-bsc stent and main vessel. A non-bsc guide wire was advanced and a 2.25 x 38 synergy stent was attempted to be implanted at 11 atmospheres but the balloon could not be inflated over 8 atmospheres. A cineangiocardiogram was performed and revealed that the stent was not inflated. A balloon rupture was suspected and an attempt to remove the synergy stent was made. However, the proximal part of the stent was inflated and could not remove the device for possible stent deformation. The physician attempted to inflate the balloon, but the distal side of the stent was not able to be inflated. After new guide wire was delivered inside the stent side of the balloon, dilatation was performed with a 2.0x10 non-bsc balloon for several times. The stent balloon was removed when deflation was performed, and the synergy stent delivery system was removed from the patient successfully. The stent was then further inflated and successfully deployed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that balloon rupture and stent inadequate apposition occurred. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified left anterior descending (lad) artery. A 2.5x18mm non-bsc stent was implanted. Following procedure, the patient was transferred to his room and it was noted that the patient complained of chest pain. The patient was brought back to the cath lab. A blood tumor was confirmed distal of the non-bsc stent and main vessel. A non-bsc guide wire was advanced and a 2.25 x 38 synergy stent was attempted to be implanted at 11 atmospheres but the balloon could not be inflated over 8 atmospheres. A cineangiocardiogram was performed and revealed that the stent was not inflated. A balloon rupture was suspected and an attempt to remove the synergy stent was made. However, the proximal part of the stent was inflated and could not remove the device for possible stent deformation. The physician attempted to inflate the balloon, but the distal side of the stent was not able to be inflated. After new guide wire was delivered inside the stent side of the balloon, dilatation was performed with a 2.0x10 non-bsc balloon for several times. The stent balloon was removed when deflation was performed, and the synergy stent delivery system was removed from the patient successfully. The stent was then further inflated and successfully deployed. No further patient complications were reported and the patient's status was good.